Event description:
Info was received via medwatch report. The report states a 20 gauge arterial line was placed by anesthesiology. The catheter broke upon removal in the pt and was retained in the pt requiring invasive procedure for removal. Retained body was in left radial artery five days after it was initially placed.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.